Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage not specified and rattling when they shake it found on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. No unexpected rattling noise noted. Unit was cut open to perform visual inspection of internal/external battery connectors. Per visual inspection all connectors were plugged in properly. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. Unit also received with cracked case (battery tube), cracked battery tube threads, cracked case, keypad overlay texture damage, cracked case-corner of belt clip rails and label damage(faded). In conclusion, unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place unit powered back on and the testing of the unit was successful. Customer concern of cosmetic damage was confirm on the battery tube when cracked case (battery tube), cracked battery tube threads and cracked case-corner of belt clip rails. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was dropped. Customer stated the pump rattles when they shake it and there was a res inside the pump. Troubleshooting was performed and it was advised discontinue use of the pump and revert to backup plan per hcp's instructions. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.